Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the healthcare provider (hcp) via the manufacturer representative that during a dbs implantation the stimloc was used and the support clip notch felt loose, so the part was replaced. The stimloc was reportedly broken. The hcp felt the issue was due to the product, but it was also noted that the issue may have been related to ¿a matter of getting used to the procedure.¿ the patient was not impacted and the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.